Event description:
Pump was returned with report that on all channels the piggyback running wide open during clinical use. Writer attempted to obtain specific incident details relating to the medications involved, the pump programming info and specific pt info, but no additional details were able to be obtained. No incident report was filed by the hosp per the hosp biomed and therefore it was noted that no adverse outcome resulted.